Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. The photographic review confirmed a crack in the slot near the metal bushing area was observed. However visual examination of the returned device showed shim as broken. Breakage occurred at the crack reference taken by the photo evidence. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an inspection at the customer location it was noticed that the reported item have cracks. No fragments were created. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. The photographic review confirmed a crack in the slot near the metal bushing area was observed. However visual examination of the returned device showed shim as broken. Breakage occurred at the crack reference taken by the photo evidence. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 08/21/2014. 3) any anomalies or deviations identified in DHR: the control plan features additionally handwritten documented 100% inspection for thickness using micrometers and bushings using gage 98430. No manufacturing irregularities related to the malfunction were identified. 4) expiry date: n/a - reusable device. 5) IFU reference: 090200836 rev d IFU ns surg instr. Device history review: a manufacturing record evaluation was performed for the finished device (254500692/bfa0shj) product and lot numbers, and no non-conformances / manufacturing irregularities related to the malfunction were identified.